Event description:
Conmed corporation, vcare medium, vaginal-cervical-ahluwalla's-retractor-elevator, would not hold air in the balloon. Device removed from the surgical field and replaced with another "like" device with no further issues. FDA safety report ID# (B)(4).